Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening and pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right side). (B)(4) 2012 - patient's operative notes received. It was noted that the specimen came back positive for acute inflammation and elevated cobalt levels.